Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, the helix was unable to affix. The lead was removed and replaced. It was further reported that the chronic right ventricular (rv) lead dislodged while adding the lv lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.